Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d4, h4.

Event description:
Patient reported left side rupture. Device has been explanted.

Event description:
Patient reported unknown-side rupture. Discharge medication co-codamol (for pain) , co-amoxiclav (antibiotic). Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported left side rupture. Device has been explanted.

Manufacturer narrative:
Please see mrn 9617229-2023-04151 for reportable events.

Event description:
It has been identified that this record, mrn 9617229-2023-04157, is a duplicate of mrn 9617229-2023-04151. Un-reporting rupture for this mrn.